Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a false low alert that activated threshold suspend when the blood glucose reading was not low. The sensor reading was 60 mg/dl when the blood glucose reading was 120 mg/dl. He stated that it only occurs when he is exercising and that the sensor did stabilize later. Nothing further was reported.